Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. Customer reporting replace battery notification and it happens 4-5 times in a couple of days, last night the screen was black and cracked all the way down from the top to bottom at the back of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. No battery alert noted during testing. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4).